Manufacturer narrative:
Product complaint :(B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the liner trial was returned by sterile processing with the screw portion detached from the plastic liner this was a result of the plastic breaking around the screw in. This item was not used in surgery. No further information. No surgical delay.